Event description:
It was reported that the device was heating up during inspection. No patient involvement was reported.

Event description:
It was reported that the device was heating up during inspection. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.